Event description:
It was reported by service report that the brakes were not holding correctly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the brakes were not holding correctly due to worn scorpion . Brake plate.

Manufacturer narrative:
Follow-up submitted as further investigation determined the brakes were not holding properly due to the scorpion brake plate being worn.